Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had randomly lost its setting. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump had rejects new battery as well as battery life was shorter than when they first got the insulin pump. The customer also reported that insulin pump was louder during prime or rewind process and also stated that battery cap was more difficult to remove and replace than when they first got it. The insulin pump will not be returned for analysis.